Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected one opened and used sensor. Performed bicarbonate buffer test. Sensor passed per specification with accurate readings.

Event description:
It was reported that the customer had an sensor glucose versus blood glucose, calibration errors, and sensor error. The customer's blood glucose level was 300 mg/dl. The customer was offered troubshooting but declined because she gone througth this many times and she just want the sensor be replaced. No further assistance was needed.